Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
The customer reported updated 3.0 version and doesn't go to the stand by mode. The customer states that the unit will not stay in standby after upgrading with hft. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G3: 15apr2021; b4: 27apr2021. The customer replaced the flow sensor assembly to resolve the issue. The unit was tested and it was returned to service. This was inadvertently submitted. There was no patient involvement. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.